Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.

Event description:
It was reported that the patient presented in clinic upon experiencing difficulty in pairing their implantable cardioverter defibrillator (ICD) to their phone. It was found that the ICD failed to be interrogated via bluetooth telemetry. No intervention was performed. The patient was stable.